Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. The customer's blood glucose was 150mg/dl.